Manufacturer narrative:
A field service engineer has been on site and has started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The reported pre-use checks failure was reproduced during testing in a reference ventilator. Investigation showed that this was caused by a defective printed circuit board (pcb) inside the oxygen gas module. The pcb contains circuitry for flow measuring and flow regulation. The root cause for the pcb's failure has not been determined. Device logs showed that the reported failure occurred for the first time on (B)(6) 2014 and therefore, the date of event has been updated accordingly.